Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 26mm sapien 3 in aortic position by transfemoral approach. Two days postimplant, the valve showed signs of moderate central regurgitation (mean gradients 12mmhg and peak gradients 25mmhg)a valve-in-valve procedure was planned. Seventeen days post tavr, the patient went back to the hospital due to the central aortic regurgitation. A a post-dilation procedure was performed and the patient was discharged with complete resolution of the central regurgitation. The outcome was stable. As per medical opinion, the root cause of the central regurgitation seemed to be a non-fully expanded valve.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was unable to be confirmed due to unavailability of medical records or applicable imagery. Review of DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU /training materials revealed no deficiencies. As reported, ''two days postimplant, the valve was showing signs of moderate central regurgitation'' and ''as per medical opinion, when reviewing the images the leaflet was not torn and the root cause of the regurgitation seems to be a non-fully expansion of the valve. The event was solved with the post-dilation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, a post dilation of the valve was performed and the central regurgitation was eliminated, which suggests that the valve may have been under-expanded at deployment an underexpanded valve may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. As such, available information suggest procedural f actors (thv underexpansion) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.